Event description:
The customer reports that the catheter is not advancing in a channeled vein.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual inspection of the dilator/sheath assembly did not reveal any defects or anomalies. Visual inspection of the catheter could not be performed as it was not returned. The length of the sheath body measured 4.0", which is within specifications of 3.9375-4.0625" per sheath graphic. The inner diameter of the sheath tip measured 0.059", which is within specifications of 0.0585-0.0595" per sheath graphic. The outer diameter of the sheath body measured 0.07475", which is within specifications of 0.071-0.081" per sheath graphic. The length of the dilator body measured 5.9375", which is within specifications of 5.75-6.00" per dilator graphic. The inner diameter of the dilator tip measured 0.022", which is within specifications of 0.021-0.023" per dilator graphic. The outer diameter of the dilator body measured 0.05810", which is within specifications of 0.0575-0.0595" per dilator graphic. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The complaint of a catheter difficult to advance could not be confirmed by investigation of the sample received. The customer did not return a catheter for evaluation, only a dilator/sheath assembly. The dilator/sheath assembly passed all visual and dimensional inspection. No fault was found on the sample. Based on the sample returned, the complaint could not be confirmed and the root cause could not be determined without the catheter. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the catheter is not advancing in a channeled vein.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the catheter is not advancing in a channeled vein.